Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a low blood glucose reading of 47 mg/dl. Customer treated with juice and her blood glucose was 45 mg/dl. Customer has been experiencing low blood glucose for the last 3 months. Customer stated that she was not eating a lot of fast food and was cutting back on carbs, so she does not have to take so much insulin. Customer stated that her doctor changed the basal rates. Customer was advised to speak to her health care professional regarding her low blood glucose. Customer was advised to monitor the pump. Customer checked and her blood glucose went back up to 103 mg/dl.